Event description:
Pt status post ICD implantation in 2000 malfunction of device in 2001 required hospitalization-removal of ICD and re-implantation of new device. Device forwarded to MFR 3/01 who evaluated ICD. Letter forwarded 04/01. Re: results of guidant's evaluation of ICD.